Manufacturer narrative:
Section: h3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the product and reported event, or determine a root cause. Probable root of the reported bleeding may be a failure to use a wound contact layer beneath wound filler, or that the negative pressure was set too high for treatment. A medical review concluded that a thorough medical investigation could not be performed without further clinically relevant patient documentation. The root cause of the reported event, as well as the outcome for the patient, could not be confirmed nor concluded beyond what is documented within the complaint. Additional risk management review is not required. No lot/serial number has been provided, therefore a review of device history is not possible. A complaint history review was performed for renasys go devices and the event description, there have been further instances in the past three years. The product instructions for use has been reviewed and contains comprehensive instructions on the safe operation and use of the device in respect to potential causes of bleeding and excessive bleeding. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Reference number: (B)(4).

Event description:
It was reported that, after treatment with an unkn renasys go, when removing the dressing, the wound site began to bleed a lot and required pression. It is unknown how this adverse event was treated however was confirmed that patient required prompt medical attention. Current health status of patient is unknown. Further information is not available.